Event description:
It was reported that the spinal cord stimulation (scs) patient experienced swelling and redness due to an infection located in the mid back area. A culture that was taken confirmed the presence of staphylococcal bacteria. Therefore, the patient was hospitalized and underwent an explant procedure during which the implantable pulse generator (ipg) and leads were explanted. The patient was given antibiotic medication and is recovering as expected postoperatively. The explanted devices will not be returned as they were not released by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).